Event description:
It is reported that the patient was revised for corrosion at the head/neck junction, metallosis, and muscle necrosis.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, patient factors that may affect the performance of the components include: bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided. Evaluation codes: the device history records for the femoral stem and head were reviewed and found to be conforming to manufacturing, inspection, and packaging specifications. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Zimmer, inc considers the investigation closed.

Manufacturer narrative:
Manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification. No devices or photos were received, therefore the condition of the components is unknown. Neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unknown. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further information.

Manufacturer narrative:
Primary operative notes were reviewed which note that the femoral head was placed onto a cleaned and dried taper. Revision operative notes from december 8, 2009, were reviewed which note severe muscle necrosis of the abductor musculature and corrosion of the head/neck junction. It is noted that the patient had done well until approximately 6.5 years post op to the primary surgery when she had a dislocation event. The pt then had a second dislocation event and therefore, surgery revision surgery was discussed. The notes state that a spinal needle aspirated coca-cola colored fluid from the joint and there was a large amount of necrotic debris present. Blackened markings were present around the skirt of the head/neck junction. The first page of a pathology report for samples of the pseudocapsule, and abnormal hip muscle was returned for review; no acute inflammation is found in the pseudocapsule and necrotic skeletal muscle is confirmed in the abnormal hip muscle. X-rays were provided in a format that is unable to be opened at this time. Photos were provided showing the operative site and grey tissue present, however it is unknown if these photos are from the december 2009 revision or a subsequent revision that the pt underwent. With the info provided, a root cause for the taper corrosion is unk.